Manufacturer narrative:
Other relevant device(s) are: product ID: envpro-16, serial/lot #: (B)(4), ubd: 31-aug-2022, UDI#: (B)(4), product analysis: no products were returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the patient underwent a percutaneous coronary intervention (pci). The aortic valve was pre dilated with a 26 millimeter (mm) balloon. The valve was successfully loaded by an experienced loader. During the first deployment attempt, the valve appeared adequate, however dislodged out of the annulus. The valve was recaptured. During the second deployment attempt, the patient's blood pressure decreased and an infold in the valve was visible. The valve was recaptured and moved out of the annulus but remained in the patient. A second valve was loaded onto a new delivery catheter system (dcs) however was never inserted into the patient. The patient did not recover and subsequently died due to cardiac failure. It was reported that the patient had a large annulus of 30 millimeter (mm) and calcified vessels without relevant stenosis. It was reported that the implant was considered off label due to the low ejection fraction and the annulus diameter. Per the physician, the valve did not cause or contribute to the death and that the death was due to the frail condition of the patient.

Manufacturer narrative:
Conclusion: the device history record and associated frame lot was reviewed for the valve and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. A device history record review was performed on the delivery catheter system (dcs) and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. It was reported that the patient had a large annulus of 30 millimeter (mm) and calcified vessels without relevant stenosis, which indicates that the probable cause of the dislodgment was patient anatomy, but this cannot be confirmed with the information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The valve was recaptured. During the second deployment attempt, the patient's blood pressure decreased and an infold in the valve was visible, as confirmed by the provided images. Hypotension is a known potential adverse effect per device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure, and a conclusive cause could not be determined from the limited information available. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying / recapturing process, the struts may cross over and catch on each other while being compressed, which in some cases can potentially cause infolding. It is unknown if the patient anatomy, including the large annulus and calcified vessels played a role in the reported low cardiac output and subsequent death from cardiac failure. Cardiovascular injuries, such as patient death are known potential adverse patient effects per the evolut system instructions for use (IFU). Vascular injuries may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. Per the physician, the valve did not cause or contribute to the death and that the death was due to the frail condition of the patient. There is no information to suggest a device quality deficiency that may have caused or contributed to this event medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.